Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: declined to provide due to patient privacy. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was inserted into the patient¿s eye. A tear in the optic was noticed and the iol was removed and replaced. A backup lens was inserted without any further problems. The technician stated that she prepared properly for the procedure. The customer does not think this is use error and they don¿t know if the tear was already in the lens. There were no complications such as a capsule tear, vitrectomy incision enlargement or sutures. No further information was provided.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jun 18, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the lens was visually inspected under magnification revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected and damage on the surface of the lens was observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.